Manufacturer narrative:
An event of heart block after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicates the patient had a normal sinus rhythm, there was calcification extending beneath aortic annular plane in the interventricular septum, and the final implant depth was 1mm from the non-coronary cusp. Based on all available information, a cause for the reported heart block could not be conclusively determined. It is possible that the calcification contributed to the reported issue. However, this cannot be confirmed.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was successfully implanted with a final implant depth of 1mm non-coronary cusp (ncc) and 3mm left-coronary cusp (lcc). At the end of the procedure, after post balloon aortic valvuloplasty (post-bav), the patient went into heart block. A temporary pacing wire placed and was monitored overnight. On (B)(6) 2023, a permanent pacemaker was placed. The patient was reported to be stable.